Event description:
Follow-up revealed the patient's ipg was relocated via surgical intervention on (B)(6) 2018. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg hasn't fit accordingly in the pocket since implant. In turn, the patient has been experiencing pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.